Event description:
The death certificate was received. The cause of death was provided as complications of cerebral palsy. The interval between onset and death was days. An autopsy was not performed. The manner of death was listed as natural.

Event description:
It was discovered by a company representative that a vns patient was deceased from review of an online obituary. An estimate of battery life calculation estimated the device was expected to be delivering therapy at the time of the patient¿s death. Additional relevant information has not been received to-date.